Event description:
It was reported that the patient was presented in the operating room for a device changeout. During the procedure and upon screwing the ventricular lead into the apex, the lead exhibited high threshold. A perforation was noted and the lead was not implanted. While placing the new lead, the patient developed pericardial effusion. A pericardiocentesis and emergency resuscitation were performed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.